Manufacturer narrative:
The motor error alarmed during rewind due to motor encoder signal out of phase. The pump was received with cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming motor error alarm. The customer's blood glucose level was reported to be unknown. Troubleshoot was reported to be conducted, and the customer was advised the pump would be replaced and returned for analysis.